Event description:
The pump pocket site was red and swollen in (B)(6) 2011. Antibiotics were administered and in (B)(6) 2011 the pump site was fine. The pump was refilled on (B)(6) 2011. On (B)(6) 2011, the pt experienced intermittent spasticity. A (B)(4) study was done on (B)(6) 2011 which was normal. Oral baclofen was prescribed. The pt took 60 mg of baclofen at once which caused the pt to experience: seizures, temperature, major spasms and autonomic dysreflexia. The pt went to the emergency room via ambulance. The drug being administered via the pump was baclofen. Additional info has been requested.

Manufacturer narrative:
(B)(4).